Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient ID, age and weight not available for reporting. Fragments retained not implanted or explanted. During surgery a screw broke off and the other part of the screw is still in the patient. Surgery was prolonged 20min. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 12 april 2010 214.828 / 2592945. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery, a screw broke off and the other part of the screw is still in the patient. Surgery was prolonged 20min. Patient outcome is unknown. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Manufacturing investigation evaluation: the broken product was returned in a packaging different from the original packaging. The laser etching was readable. The shaft of the broken screw was not delivered. All relevant and measurable dimensions for the function of the product were measured and found to fulfill the specifications. In addition, the material certificate was also checked and fulfills the specifications. Based on this information, the complaint is rated as confirmed, but not valid from the manufacturing point of view. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the investigation has shown that the tip of the returned screw is broken off. The screw head recess shows normal signs of use. The review of the production histories revealed that this cortex screw was manufactured in april, 2010 according to specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The measurable dimensions of the returned screw head, as well as the material certificate, were checked and found to comply with the specifications. The broken surface is homogenous, which indicates material conformity as well. No manufacturing related issues were found. No definitive root cause was able to be determined; however, the failure mode is consistent with high applied mechanical force. Methods of investigation: visual inspection: screw head was returned in a broken condition, as reported. The fragment was not received. Device history record: the review was completed with no relevant findings. Dimensional analysis: no deviations from the specifications were detected. X-rays: a review of the received x-rays was completed by a depuy synthes medical director and confirmed that the screw shaft was embedded in patient's bone. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: per surgeon, there are no plans to re-operate in order to retrieve the broken fragment. Also, it was further noted that the reported procedure involved fixation with a 4-hole locking compression plate (lcp) and screws. The patient is now said to be walking without a brace or cast.